Manufacturer narrative:
(B)(4). The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of embolism is listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure. Additionally, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary procedure, to treat a target lesion in the severely calcified proximal left anterior descending (lad) artery. Pre-dilatation was performed, using semi-compliant dilatation catheters and the 3.5 x 28 mm xience alpine stent was advanced. Resistance was noted during advancement, due to the patient anatomy, and during advancement, the stent dislodged from the stent delivery system. The stent was located between the left main artery and the left anterior descending (lad) artery. An attempt was made to retrieve the stent; however, the stent migrated to a small side branch of the femoral artery and remains in the anatomy. The vessel was treated with an atherectomy device and additional pre-dilatation, then a second stent delivery system was advanced. The stent was implanted without issue. No additional information was provided.